Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation. One event was confirmed during testing; the device was found to have a damaged motor assembly. Four events were not confirmed during testing; however, the device was found to be affected by corroded rotor and motor assemblies. One event was not confirmed during testing; however, the device was found to be affected by gritty rotor bearings. Six devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. Three events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.